Manufacturer narrative:
The part that was returned to the nrc is an older part that does not require an evaluation.

Event description:
It was reported that during a routine check performed by the customer, the batteries for the cardiosave intra-aortic balloon pump (iabp) would not charge. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and verified that the rescue unit was in the cart, checked the power management screen and battery charge log, and verified the batteries were not charging. The stm replaced the power management board then verified that the iabp unit was charging as expected. Unrelated to the reported issue, the stm replaced the safety disk and tidal disk due to date expiration. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. Additional information has been requested. A supplemental report will be sent upon receiving this information.

Event description:
It was reported that during a routine check performed by the customer, the batteries for the cardiosave intra-aortic balloon pump (iabp) would not charge. There was no patient involvement and no adverse event was reported.